Manufacturer narrative:
(B)(4). Malformed clip. Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled and upon the first firing a double fed issue occurred, subsequent firings resulted in properly fed and formed clips. The instrument locked out as intended, but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported by the customer that during a lap chole procedure, the device did not fire the clip. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.